Event description:
Once connected to the plasma generator the peak plasma blade did not deliver energy. The plasma generator screen froze and adjustments could not be made to cut or coag. The plasma blade was at that time removed from the generator and the generator appeared to reset. The same plasma knife was then reinserted into the generator and the same thing happened. At that time a new plasma blade was opened and plugged into the generator. There were no issues with the second plasma blade.manufacturer told the facility that they would look at the device and try to determine if there were any manufacturing issues. The representative stated that a report would follow.